Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/06/2016 with the following findings: review of the pump¿s black box revealed evidence of call service (B)(4) continuous-glucose-monitor (cgm) failure warnings. A test cgm transmitter was unable to pair with the returned pump. An intermittent condition with the pump¿s internal cgm module was not observed. A failure of the u17 slave processor was observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. (B)(4).